Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in performing a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without any further errors.